Event description:
Reported in medtronic database: patient death was reported, no additional details surrounding cause of death was reported. Date of explant: (B)(6) 2023. Date of death: (B)(6) 2023. Patient death due to unknown causes; device returned for analysis post-autopsy. Testing of returned device determined ipg battery okay, device was interrogated with no anomalies found.